Manufacturer narrative:
Section b5 has been updated with further information regarding the fall. The user facility stated this issue was likely due to user error and stated there was no further action required. Section h codes have been updated to reflect this. H3 other text : user facility stated there was no further action needed.

Event description:
It was reported that the alarm did not sound when a patient fell from the bed. It was further reported that the patient later expired. Upon follow up with the user facility it was found that the bed exit did not sound because it was not set properly by the user. It was further reported that the patient had an underlying condition, leading to a poor prognosis. After consulting with a stryker medical sciences liaison it was found that due to the patient's poor prognosis it is unlikely that the fall caused or contributed to the patient's death.

Event description:
It was reported that the alarm did not sound when a patient fell from the bed. It was further reported that the patient later expired; however, no further details have been provided regarding what caused the patient's death. Additional information is being requested from the user facility.